Event description:
It was reported that there was a high inlet pressure alarm and oxygen leaking out the bottom of the ventilator during patient use. No patient information will be provided per hospital regulations. There was no reported serious injury to patient. In the service screen it is showing the o2 inlet pressure 20.9 psi. The debug logs show that ventilation was not interrupted and continued to ventilate patient.